Event description:
Information received from the field notes that during the night after implant, an 11 second pause was noted and the patient seized. Additional information showed intermittent loss of ventricular capture. The physician suspected that the lead was showing evidence of micro-dislodgement.